Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, the metal wire in the cs poly came loose when dr. (B)(6) was implanting it. We had two of the same size implants on the shelf at the hosp so there was no adverse consequences to the pt.